Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts. Concomitant medical devices: 00119301200, versa-fx femoral fixation system linked lag screw inserter, (B)(4); 00119301200, versa-fx femoral fixation system linked lag screw inserter, (B)(4); 00119313503, versa-fx ii std tube plate 135d x 3 hole, (B)(4). The products were returned and verified to have fractured. The device history records were reviewed for the two lag screw inserters and found conforming at the time of manufacture. The drive link device history files could not be reviewed due to lack of lot information. During visual inspection, the devices were verified to have fractured. All devices met print specifications were inspected. The fracture failure mode has been previously investigated. The failure mode was identified to be torque overload. The root cause of the complaint is likely due to torque overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a versa fx trauma surgery, a lag screw inserter and inserter rod broke while implanting the lag screw. A second inserter was then flash sterilized from another set for use, and it broke as well. The surgeon then switched from a 3-hole keyed implant to a 4-hole keyless implant. Attempts have been made and additional information on the reported event is unavailable.